Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device evaluated by MFR: implanted in patient.

Event description:
Surgeon reported that 2 locking screws each in 2 humeral plates (4 screws total) are seen backing out of the plate on x-ray approximately 2 weeks post-op. The surgeon plans to revise the patient.